Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the insulin pump alarmed no delivery multiple times through the weekend. The customer also stated that the infusion set was removed in the hospital and the cannula was bent. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.